Event description:
It was reported that the tip of the reamer is broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the attachment tip has broken off the medullary cavity drill head. Unfortunately, we are unable to reconstruct the exact occurrence of events that led to the problem. We assume that the materials strain limit was exceeded by mechanical force, which resulted in the breakage. No further assessment is possible without any knowledge of exactly how the instrument was used (bone hardness / anatomy, choice of medullary cavity drill head, choice of attachment).